Manufacturer narrative:
Product complaint # (B)(4). Evaluation: the analysis results found that a dnx12 device was returned inside its package unopened. Upon visual inspection of the package, the foreign body was confirmed to be a hair. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Although no conclusion could be reached on how the hair was introduced inside the sterile package, it is possible that the hair adhered to the device during the packaging process due to static.

Manufacturer narrative:
Product complaint # (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent an unknown procedure on 9/3/2019 and topical skin adhesive was used. Upon opening the device package they noticed a hair with the applicator. A new device was used to complete the case. There were no adverse patient consequences.